Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced the infusion set kinked cannula event on (B)(6) 2025. The patient noticed symptoms within three or more hours after insertion and the site of insertion was abdomen. The patient eventually went to an emergency room due to high blood glucose levels and was subsequently hospitalized on (B)(6) 2025. The patient later shifted to the intensive care unit with positive ketones. The patient's blood glucose levels were 813 mg/dl and the patient was treated with intravenous fluids of saline and insulin. The patient was admitted for six days, released on (B)(6) 2025. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.